Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received as "emg monitoring is disabled" was an error message displayed while doing the electrode check. Procedure was completed without using nerve monitoring.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the system wasn't passing electrode check. System displayed a question mark for stim 1 and ground, while displaying a red x for electrode 1 and 2. Emg monitoring was disabled. Troubleshooting done. Site reseated electrodes on pi box, did not resolve. Checked fuses, no apparent damage. Restarted system and plugged system into a different outlet, did no resolve, unable to reseat ground connection on patient, patient already draped. Site ran electrode check several more times, issue persisted. There was no patient impact.